Event description:
On 04/27/2009, new information was received from service site indicating that during repair of the unit, no audio was observed.

Manufacturer narrative:
The identified failure of no audio observed was isolated to the main pcb.